Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain, failed back surgery syndrome, and postlaminectomy pain. It was reported that the patient needed to see a manufacturer representative because he was having issues. He can be driving and sit ting in the same spot and the stimulation turns up really high and stays like that. This also happens when he is walking and he almost falls. This happens frequently.